Event description:
It was reported that the stent had broken just above the pigtail of the ureteral stent during preparation. This occured during preparation, outside the pt and there were no pt complications involved.